Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a compromised force sensor error alarm and that the piston did not stop moving and insulin was dripping from the reservoir. The customer's blood glucose level was 246 mg/dl. The customer treated with manual injections. No further details were provided.

Manufacturer narrative:
The insulin pump alarmed prime during the prime test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime and the excessive no delivery test due to prime alarm. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.